Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Additional information d9 device returned to manufacturer h4 device manufacture date general information: complaint: (B)(4) information to the sample: model: infusomat space article number: 8713050 serial number/batch: (B)(6) software version: l030003 hours of operation: 19479 further information: n/a investigation results: history inspection: the device history files were read and analyzed. The device history files from (B)(6) 2024 were investigated. A space line was selected and the infusion started with different rates and volumes. No abnormalities were found in the device history files. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the technician seal (49-02-260) on the lower housing were intact and undamaged. The device is in a clean state and no visible damage are to locate. Functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. Pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. Flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of +0,82%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. Disassembling: the device was disassembled and the inside was investigated. It could be found liquid residues on the lower housing, the emc protection shield and the bottom inner frame. Judgment: the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the customer: " the pump was being used on st. Teresa's ward, to transfuse red blood cells for a patient. The transfusion was set for 2.5 hours with the volume of 284mls stated on the bag, approx 114ml/hr. The patient himself noted that the infusion pump did not seem to be infusing fast enough, or not dripping at all at times. When the 2.5 hours finished the transfusion was not completed. We increased the rate but it took just over another hour to complete, having to reset the volume to be infused (vtbi) at least 3 times throughout. No harm was caused to the patient and the transfusion was complete in under 4 hours as per hospital policy."